Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and a reservoir was attached to a drain. The reservoir functioned properly upon the first activation in the operating room, but later when the suction was performed again while the patient was in the ward, it couldn¿t be performed. There were no adverse patient consequences. The current condition of the patient is stable.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed and the sample was in good condition. Ports were in good condition and when the reservoir was activated, with port caps removed, it filled with air indicating that a flow was present. The plate was able to be opened and closed and it functioned properly. The sample does not have any broken or damaged components that could have affected its function in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.